Manufacturer narrative:
Updated fields: b4, e1(event site email),g6,h2,h11. Corrected fields: d9, e1(initial reporter), h6(type of investigation, investigation conclusions),h11. It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had reported a gas loss alarm. Customer stated that cardiosave was displaying gas loss. Unable to duplicate problem no significant errors in logs. After further investigation, it was identified that this complaint event has been reported under mfg report number 2249723-2025-0003951. Please cancel mfg report number 2249723-2025-0003951 in your database.

Event description:
Customer stated that cardiosave was displaying gas loss. Unable to duplicate problem no significant errors in logs.

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The complaint will be updated upon addition of new information. Information regarding if a getinge field service engineer (fse) was dispatched to evaluate the unit is still pending and will be added upon response from customer.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6(health effect ¿ clinical code), h11 corrected field - h6 (investigation conclusions) it was reported that during use the cardiosave intra-aortic balloon pump (iabp) had reported a gas loss alarm. Information regarding patient harm or serious injury was asked in multiple good faith efforts (gfes) and the complaint will be updated upon addition of new information. Information regarding if a getinge field service engineer (fse) was dispatched to evaluate the unit is still pending and will be added upon response from customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) alarmed for gas loss. No harm reported.